Event description:
It was reported that during a supply change the adhesive on the infusion set anchor folded over while the ilet user was placing the set on the body. The user was subsequently guided through a site-only change that resolved the issue. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure during set placement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.